Event description:
It was reported that during a stapled hemorrhoidectomy procedure, the surgeon closed the anvil to the lowest position in the green zone, relased the red safety button, and then closed the firing trigger completely. A clear "crunch" sound was heard by the surgeon and scrub nurse. Unfortunately, when the surgeon opened the device, most of the staples had remained in the device, but some of the tissue had been cut by the knife. Repaired cut tissue, and then made another purse string to perform another stapled hemorrhoidectomy. The failed device was taken out of the pt and examined. The plastic washer wasn't cut by the knife, and staples remained in the device. There was no pt consequence.